Event description:
Reporter indicated a patient's vns output was set to zero. The patient's vns was turned on again and the settings are being titrated as patient tolerability allows. An interrupted vns diagnostics test is suspected. A flashcard has been requested from the reporter to analyze the vns programming, and diagnostics history for the patient, but has not been received to date.